Manufacturer narrative:
(B)(4) was created to address defective purely yours, ac power adapters as manufactured by (B)(4) prior to 2014. This scar is closed.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to the FDA. Customer contacted ameda, inc. On 03/06/2014 to report one side of the ac adapter she uses to power on the purely yours breast pump has exposed wires. Customer attempted to plug the ac adapter into an electrical outlet at home and received an electrical shock. Customer denies any pain, burn or injury when this event occurred.